Event description:
Corneal deterioration[corneal disorder nos]. Vision deterioration [visual acuity reduced]. A pharmacist reported a case regarding the fourth of a group of ten pts who underwent cataract surgery in ophthalmology dept. In 2001, the surgery was performed using healon gv (hyaluronate sodium ; batch 5000669). At 5-day post surgery check, it was noticed that the pt had developed corneal deterioration, consisting of deterioration in the pt's vision and in vision becoming misty. The outcome was unknown. The reporting pharmacist stated that the hosp had suspended all future cataract operations until the investigation is complete. Further info is being sought. Case comment; there is a plausible temporal relationship between the administration of healonid gv (hyaluronate sodium) and the occurrence of the reported event. However, the function of viscoelastics, such as healonid gv, is to protect the corneal and ocular structure during surgery. Corneal deterioration and vision deterioration may occur postoperatively; the etiology may be a toxic corneal reaction or a mechanical trauma during surgery. The report does not provide details of the surgical procedure, the irrigation fluids and other medications used during surgery, and whether there were any complication during surgery that might have contributed to the reported events. In addition, the report lacks info on pt's demographic and clinical characteristics, medical history and concomitant medications. This info is needed for a proper assessment of the causality. Corneal deterioration and vision deterioration are events not listed in the core data sheet of healonid gv.